Event description:
The patient experienced a total return of symptoms and withdrawal. The hcp attempted a dye study, but was unable to aspirate through the catheter access port. The problem was attributed to the catheter. The patient was prescribed oral medications. Catheter revision was scheduled. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).